Event description:
Allegedly pt was received because the talar component needed to be more posterior.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from user facility. Trends will be evaluated. This report will be updated when investigation is complete. This is the same report as 1043534-2009-00230, 00232.